Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the report of "no video display" was not replicated or confirmed. The device was put through functional testing, which included bench handling without duplicating the report. An internal inspection found no discrepancies. The customer declined the recommended repair of non related issues. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.